Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient had 80% pain relief, but it decreased to 0%. On (B)(6) 2017, it was found through imaging that there was bilateral lead migration. They reprogrammed the patient and the issue was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977d260, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.